Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. Based on the available information it is believed, that the advancement difficulties observed in relation to passing the aortic arch were not related to device performance, but rather to patient condition. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient have had a treatment for type b dissection before by placement of an open stent. On (B)(6) 2014, suddenly, blood pressure in a leg could not be measured. The physician suspected lack of expansion of the open stent, so he attempted to place zenith tx2 taa endovascular graft taa ancillary component distal extension. However, the delivery system got caught in a curve of the aorta arch and would not advance to the target site. He changed a wire guide and tried again but failed and the open stent migrated upward. He discontinued the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.